Event description:
It was reported that the customer's insulin pump suffered moisture damage. The customer reported that the insulin pump fell in the water. The customer's blood glucose level was reported to be 108 mg/ml. Customer was advised to discontinue using the pump and revert to back up plan. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.